Event description:
During evaluation of a clearlink solution set, it was identified that a separation (leak) was observed. It was observed that the tubing had separated from the in-let port of the first y site. Upon further follow-up, the customer stated that the ¿leak¿ occurred immediately after the set was spiked into a manual bag of unspecified normal saline. There was no patient injury or medical intervention reported. No additional information is available. On (B)(6) 2014, product surveillance (ps) contacted the customer regarding the reported issue. The customer stated that they spiked the bag with normal saline and the leak occurred instantly. The customer stated that a hemostat was not used to stop the leaking. There was nothing done to the set before or after spiking that would have caused a hole or separation. The bag was a manual bag. No additional information was provided.

Manufacturer narrative:
(B)(4). During evaluation of a clearlink solution set, captured in medwatch number: 1416980-2014-0041, it was identified that a separation was observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and it was noted that the tubing is separated from the in-let port of the first y site. Closer visual inspection under a microscope showed that the tubing end appears to not have a solvent plow ridge. The remaining solvent bonds were then pull tested with no failures. The reported condition was confirmed through sample evaluation. Should additional relevant information become available, a follow-up report will be submitted.